Manufacturer narrative:
E1: initial reporter address: (B)(6) . The sample was received for evaluation with a blue connector (bag) connected to the female connector of the transfer set. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted; the blue adapter was hand removed from the female connector with no issues or leaks observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was separation between the female connector (deep blue) and the main body of a minicap transfer set. The event was further described as ¿deep blue part of transfer set separate from the set and attached with the solution tube¿ (ultrabag). This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.